Manufacturer narrative:
(B)(4): a visual examination of the returned device revealed that the suture hole was torn, distal to the push catheter. No issues were found with the push catheter. The guide catheter was stretched and broken into two pieces. The proximal broken section of the guide catheter was stretched and accordioned and stuck on the guidewire. Suture strangulation was also evident on the guide catheter. The stent and stent suture were not returned. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during an endoscopic retrograde cholangiopancreatography/ endoscopic retrograde biliary drainage procedure on (B)(6), 2010.according to the complainant, during the procedure the physician experienced difficulty retracting the guide catheter in order to release the stent. An attempt was made to retract the guidewire; however the jagwire was stuck inside the stent catheter. The stent device and guidewire were removed from the endoscope, and the procedure was successfully completed with another flexima biliary stent system and jagwire. Post procedure it was noted that the guide catheter was stretched and kinked.there were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.investigation results revealed that the guide catheter was broken into two pieces. As a result of the broken guide catheter, this event is now considered reportable.